Event description:
It was reported the customer had many scratches on their display window. No additional information provided.

Manufacturer narrative:
Pump received with cracked reservoir tube lip, scratched lcd window, scratched reservoir tube window and cracked end cap.